Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the area was not clean before starting pd and ¿constipation problem¿. On the same day as the onset of the event; the patient was admitted to the hospital for peritonitis, however, it was reported the patient was discharged on the same day. The same day, the patient began treatment with intraperitoneal fortum 500mg each bag, every four hours, also reported as 500mg/six hours (duration not reported), injection of amikacin 250mg, once (route of administration was not reported) and piptaz 2.25g three times a day, intravenously. Dianeal therapy was ongoing. At the time of this report, the patient was recovering from this peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.